Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt and bloody. The device was bloody. The toggle was tested for mechanical function, and was found to return to the off position and release activation. Based upon this observation, the reported complaint for "toggle switch stuck" could not be confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system malfunctioned. While the physician was cutting with the device, when he released the trigger, it did not spring return. He moved it back by hand and used the same unit to complete the procedure. The reporter clarified that this started happening half way through the procedure. The toggle would not get stuck in the energized positon, it just would not spring entirely back to neutral as it normally does. There were no pt effects. The product is returning.